Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify prime fill anomaly or missing segment due to physical damaged to the lcd glass. Unable to verify clicking noise due to physical damaged to the lcd glass. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Customer replaced the battery and the partial display anomaly persists. Customer advised that the insulin pump is missing segments. Customer advised when the piston moves forward the insulin pump make clicking noises. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.